Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was not accurately adjusting insulin deliveries. Customer's blood glucose level was not impacted. A reset was performed resolving the issue.